Event description:
It was reported that at the user facility the device's tip was found to be broken. If the tip were to break off during a surgery there would be a risk of infection. There are no known adverse consequences, impact to the patient, medical intervention or procedural delays associated with the event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device discarded by customer.

Event description:
It was reported that at the user facility the device's tip was found to be broken. If the tip were to break off during a surgery there would be a risk of infection. There are no known adverse consequences, impact to the patient, medical intervention or procedural delays associated with the event.